Manufacturer narrative:
Device evaluated by MFR: the outer shaft, mid-shaft and the remainder of the device were checked for damage. The handle was separated when received from the customer site. Visual examination showed that all of the shafts were separated from the device. The tip showed some damage caused by the stent deployment. The outer sheath showed a kink at the nosecone. The mid-shaft showed no damage. The inner liner showed no damage. The proximal inner showed no damage. The mid-shaft was pulled out of the retainer clip. The thumbwheel was returned. The stent was returned outside of the device and fractured. The ops engineering team viewed the device to investigate for additional damage. No additional damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. Bsc ID (B)(4) / tw (B)(4).

Event description:
It was further reported that the patient's status was fine. During the procedure, the patient had an extra 60 minutes of anesthesia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported deployment difficulties occurred and the stent stretched and fractured. The chronic totally occluded target lesion was located in the non-tortuous proximal superficial femoral artery (sfa). Following pre-dilation, a 6x200x130 innova¿ stent was advanced contralateral over a .035 amplatz stiff guidewire and stent deployment was initiated. After approximately half the stent was deployed, the deployment mechanism was no longer working. The physician then attempted to remove the stent delivery system, the stent elongated and stretched protruding into the common femoral. The physician continued to pull back on the delivery system, the stent continued to stretch until it fractured. The introducer sheath was removed in order to remove the delivery system while maintaining wire access. The fractured stent remained in the patient protruding into the common femoral artery. The entire fractured stent was over-stented with another stent. The other half of the fractured stent was snared out from the patient. The procedure was completed with no further patient complications. The patient has palpable dorsalis pedis and is in stable condition.